Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had corrosion/rusting/pitting, illegible etch and was frozen/would not move. It was further found that the device failed pre-test for general condition, marking and labeling, check for current version of the coupling pins, check pins length, check for mechanical free movement, check general function in the running mode and check the oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the attachment device when starting the osteotomy in the neck of the femur, the cutter was working and during the bone cutting it no longer worked and the saw blade did not oscillate. It was reported that the handpiece and the battery are working well. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.